Manufacturer narrative:
D6a: implant date is an approximate date as actual implant date is not known.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. On (B)(6) 2025 the patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a 9mm leak on the closure device. There was no movement or shift. The physicians have not decided whether they are going to intervene or perform intervention to close the leak.

Manufacturer narrative:
B5 describe event or problem: updated with additional information receivedb7 other relevant history: updated with additional information receivedh6: impact code updated from no health consequences or impacts to medication required

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. On (B)(6) 2025 the patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a 9mm leak on the closure device. There was no movement or shift. The physicians have not decided whether they are going to intervene or perform intervention to close the leak. It was further reported that patient was kept on the reduced novel oral anticoagulant (noac) arm given his bleeding history.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. On (B)(6) 2025 the patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a 9mm leak on the closure device. There was no movement or shift. The physicians have not decided whether they are going to intervene or perform intervention to close the leak. It was further reported that patient was kept on the reduced novel oral anticoagulant (noac) arm given his bleeding history. It was further reported that an attempt to close the gap was performed but was unsuccessful. It was further reported that on (B)(6) 2026, during the 12-month computed tomography (CT), imaging showed a 10 mm residual jet flow. It was further reported that the outcome of the event was resolved with sequelae on (B)(6) 2026. It was further reported that the outcome of the event is ongoing.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. On (B)(6) 2025 the patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a 9mm leak on the closure device. There was no movement or shift. The physicians have not decided whether they are going to intervene or perform intervention to close the leak. It was further reported that patient was kept on the reduced novel oral anticoagulant (noac) arm given his bleeding history. It was further reported that an attempt to close the gap was performed but was unsuccessful.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. On (B)(6) 2025 the patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a 9mm leak on the closure device. There was no movement or shift. The physicians have not decided whether they are going to intervene or perform intervention to close the leak. It was further reported that patient was kept on the reduced novel oral anticoagulant (noac) arm given his bleeding history. It was further reported that an attempt to close the gap was performed but was unsuccessful. It was further reported that on (B)(6) 2026, during the 12-month computed tomography (CT), imaging showed a 10 mm residual jet flow. It was further reported that the outcome of the event was resolved with sequelae on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. On (B)(6) 2025, the patient had a routine 45 day follow up computed tomography (CT) scan and imaging showed a 9mm leak on the closure device. There was no movement or shift. The physicians have not decided whether they are going to intervene or perform intervention to close the leak. It was further reported that patient was kept on the reduced novel oral anticoagulant (noac) arm given his bleeding history. It was further reported that an attempt to close the gap was performed but was unsuccessful. It was further reported that on (B)(6) 2026, during the 12-month computed tomography (CT), imaging showed a 10 mm residual jet flow.